Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the calcified proximal right coronary artery (rca). The maverick xl 6.0 /15/150 balloon catheter was being used for post-dilatation. The balloon ruptured at 12 atms. The number of inflations and to what atms is unknown. The procedure was stopped at this point, due to no replacement device. No patient injuries or complications were reported. Patient status is listed as "good".

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.